Event description:
It was reported that during two separate surgical procedures at the user facility cutting accessories broke while in use with the device. The procedures were completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.